Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment is related to the circumstances of the procedure in this case, there may have been damage to the suture due to a snag, or too much tension, or angle was not coaxial; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 16f, and the tavi procedure was completed. Reportedly, post procedure, when tightening the sutures to close, the suture broke for both devices. A third prostyle device was deployed, yet the suture did not capture the vessel walls in this large hole. Hemostasis was achieved with a covered stent due to the size of the procedural hole. There was no adverse patient sequela. There was a delay in the procedure that did not lead to an adverse patient effect. No additional information was provided.